Manufacturer narrative:
D4: unique identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) confirmed that the potential cause was uninterruptible power supply (ups) issue, and the cabinet was not plug to a proper plug socket. After that the user confirmed its plug into an extension and the user will have electrician plug it directly to an outlet. After that the user able to issue the item needed. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer lost its connection, and the device frequently went offline. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.